Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Event description:
It was reported that the patient couldn¿t make adjustments with or without the antenna attached to their programmer. The patient programmer was not working and the patient was seeing a ¿call your doctor¿ icon. This problem had been happening for 4 months prior to the report. The patient tried to synchronize their programmer with their implantable neurostimulator (ins) and they saw the splash screen. The patient was not feeling stimulation but did feel it the morning of the report. The patient was able to turn their stimulation on and off with their recharger. It was further reported that the programmer would only display the splash screen.